Manufacturer narrative:
The baxter technician found the foot control assy needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 14, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot control assy to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that versacare frame (product code p3200k000004, serial number (B)(6)), had head going up by itself. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event